Event description:
This pt was originally treated for an abdominal aortic aneurysm in 2007. At the routine one mo f/u, the physician discovered the gore excluder aaa endoprosthesis contralateral leg component had a narrowing at the level of the iliac bifurcation. The following month, this pt had a reintervention. The physician put in a balloon expandable stent (medtronic) to open up the device. The reintervention was successful and the pt is doing well.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Please note attached list of add'l devices implanted in pt; trunk-ipsilateral leg component (lot# 04789380).